Manufacturer narrative:
B2, d8, d9, g3, g6, h2, h3, h6, h11. A replacement cable was provided to the customer and the subject glidescope core 2m quickconnect cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable but was unable to duplicate the reported failure. However, upon visual inspection of the cable, a small crack was identified on one end of the magnetic connector's plastic housing. While the reported image issue could not be confirmed, it is possible that the identified damaged connector may have caused or contributed to the reported event. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the cable was scrapped due to the customer already being provided a replacement. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during intubation of a patient, using a glidescope core 2m quickconnect cable, the display on the connected glidescope core 15" monitor was static, blurry and had colored lines across the screen. After switching the cable and restarting the unit, normal functionality was restored following ten (10) minutes of troubleshooting while managing a sedated and paralyzed patient. No harm to the patient was reported.